Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a jammed trigger, missing safety disc from a contact, ran in reverse when set in the ¿off¿ and ¿reverse¿ positions, and would not run in forward. Therefore, the reported condition was confirmed. It was further determined that the electric motor and electronic control unit were not working properly and the trigger components were worn. The assignable root cause was determined to be due to worn components from use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total joint surgical procedure, it was observed that the battery reamer/drill device would not move while in the forward position. There were no delays to the surgical procedure as an identical spare device was available for use to complete the surgery successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred four to five days before (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.